Manufacturer narrative:
The fenestrated bipolar forceps instrument will not be returned to isi for evaluation as it was discarded by the user. Therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: a fragment from the fenestrated bipolar forceps instrument allegedly broke and fell inside the patient. Although, no patient harm, adverse outcome or injury was reported, the location of the broken fragment is unknown. It is also unknown if the missing fragment was retained inside the patient.

Event description:
It was reported that during a da vinci assisted total hysterectomy surgical procedure, the tip cover of the fenestrated bipolar forceps instrument broke. The broken fragment was missing and possibly inside the patient. On (B)(6) 2016 intuitive surgical inc., (isi) contacted its clinical sales representative to gather additional details, however, he was not present during the procedure. On (B)(6) 2016 intuitive surgical inc., (isi) contacted the (B)(6); she stated that 8-10 minutes into the procedure, the fenestrated bipolar forceps instrument was observed by the surgeon to be missing material. The instrument was then pulled out and they noted the yellow part of the instrument missing. The site called isi technical support to confirm that the material was radiopaque. The site then performed an x-ray and did not see any shadows, which is indicative that the potential fragment might be inside the patient. The surgeon did look with a laparoscopic instrument to retrieve or search for the potential fragment and did not find any. The (B)(6) did confirm that she was not sure if the instrument was inspected prior to use; however, she confirmed the cannula was inspected. She doesn't believe that there was instruments collision and stated there was no video of the surgical procedure. It was confirmed that the instrument was discarded will not be returned to isi for failure analysis investigation.